Event description:
It was reported that during total hip arthroplasty in 2007, drill bit fractured during preparation for acetabular screw component. No retention of fragment was reported.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that states, that this type of event can occur.